Event description:
The customer contact reported the pump was found delivering at a rate different than the originally programmed rate. On an unspecified date and time, line a of the pump was programmed to deliver nafcillin 6gm/250ml, at a rate of 20ml/hr, with a vtbi (volume to be infused) of 245ml, and the delivery was started. At 0200, the pump alarmed with "malfunction 13." At this time, the nurse noted the pump was not plugged into the ac power outlet and plugged the pump into the ac power outlet. The alarm condition was cleared and the delivery was restarted. At 0315, the nurse noted the nafcillin container was empty. At this time, the nurse noted the device displayed a rate of 200ml/hr. The physician was notified and ordered a potassium level to be drawn. There were no reported adverse pt effects. No medical interventions were required. The pump was removed from clinical service. At 1040, therapy was resumed using a replacement pump. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.